Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and two battery packs opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. There was a small amount of residue noted surrounding the battery contacts for battery 1. There was damage to the plastic surrounding the leads and the leads were bent for battery 1. There was a small amount of residue noted surrounding the battery contacts for battery 2. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 6 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical adapter and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle powered up but did not calibrate as expected. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. Pmv and engineering confirmed the presence of drive motor failure codes. A pmv handle was used for the remaining testing of the batteries. When each battery was inserted into the pmv handle the device was able to power up and fire as expected. Each battery was then interrogated and was able to provide a status. Each battery was then inserted into a pmv charger. Both batteries initially displayed a flashing yellow light. The batteries were left on the charger and eventually both batteries provided green lights, indicating that the batteries were able to accept a charge. The batteries were then interrogated again and then allowed to sit for a period of time without any external loads in order to evaluate the discharge rates. The batteries were interrogated a final time and did not display a gross discharge. Engineering then disassembled the handle. The root cause of the failure was isolated to the bldc (brushless direct current) board. A break in connection internal to the bldc board led to an intermittent connection to the selector motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the defective circuit board and the reported condition was confirmed. During this investigation, secondary conditions were identified as follows; there was external damage and residue on the batteries. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the battery pack was not performed because the manufacturing lots leave the supplier having been released meeting all current specifications. The observed condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, when each battery was inserted into the handle, the handle displayed two blue lights and one blinking handle indicator light. A new handle and new battery were used with no issues. No adverse event or injury were reported.